Event description:
Per clinical trial cp-1060: on (B)(6) 2016, patient underwent bilateral revision mastopexy; superior pedicle, using a full vertical and horizontal t incision. 2 pieces of galaflex were used. No concomitant procedures were done. On (B)(6) 2016, right breast wound dehiscence was reported. Patient treated with medication (silvadene, aloe vera gel). Resolved without sequelae on (B)(6) 2016. Review by medical affairs identifies the reported adverse event as likely related to the device and serious.

Manufacturer narrative:
Based on the information provided, no conclusions can be made. As reported, patient experienced post-op complication of right breast wound dehiscence and was treated with medications. Medical affairs has assessed the patient¿s postoperative course as being serious and likely related to the study device. Review of the device history records confirmed the device was manufactured to specification. Wound dehiscence is a known inherent risk of the surgery/use of the device and included as a possible complication in the adverse reaction section of the IFU. Note: this MDR report is related to a retrospective study conducted to proactively gather real-world evidence on the use and safety of the p4hb product family, including galaflex scaffold, galaflex 3d, and galaflex 3dr. All safety events from the study are adjudicated by the bd medical monitor for an independent assessment of severity and relatedness. In an abundance of caution, events for which relatedness cannot be ruled out are processed for MDR reporting. Not returned - remains implanted.